Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
This lv lead was capped due to unknown reason. Lead had been programmed off by device clinic for over a year (based on hm). Due to no viable lv options, an rv lbb lead was implanted. No adverse patient events were reported. Should additional information be received, this file will be updated.